Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) level of 41 mg/dl and drove themselves to the emergency room (ER) after losing consciousness. The user had previously called in and was advised to manually check their bg, but they did not have a glucometer available. At the time of the call, the user was stable and inquired about further actions they could take. The user reported that they rarely make meal announcements due to having hypothyroidism. No backup therapy was used, and no ketone testing was performed. The user was discharged on (B)(6) 2025.